Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient experienced urgency, urine leakage, recurrent urinary tract infections, bladder pain, dysuria, infection, dyspareunia, leg pain, abdominal and pelvic pain.all other information is unknown and unavailable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced urgency, urine leakage, recurrent urinary tract infections, bladder pain, dysuria, infection, dyspareunia, leg pain, abdominal and pelvic pain.